Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name (B)(6). H3/h6: one pump was returned for analysis in used condition. Visual inspection found that the downstream occlusion (dso) seal had small tears. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing was performed and the dso sensor alarmed occlusion normally at expected levels of psi. Preventively, the dso sensor was calibrated, and the dso seal was replaced.

Event description:
It was reported that the pump was beeping in occlusion. There was unknown patient involvement.